Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the atrial fibrillation procedure, a cardiac tamponade was noted. Following transseptal puncture, the patient was hemodynamically unstable. An echocardiogram confirmed a tamponade located on the left atrial appendage. A pericardiocentesis and surgery to close the appendix was performed. The patient was stabilized and there were no performance issues with the abbott device.